Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she is getting alarm and telling to rewind. The customer was advised to call to troubleshoot to determine if the pump will need to be replaced. The insulin pump will not be returned for analysis.